Event description:
Patient received 2 percutaneous microwave tissue ablations (pmta) to the left lung near pleura. The first treatment was for 4 minutes at 80 watts followed by a further 2 minutes at 100 watts. The following day, the hcp reported that the patient had suffered a chest wall burn.

Manufacturer narrative:
Although, the applicator used in the treatments was disposed of by the hospital, the control unit used was returned and investigation so based around control unit.